Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the respirator triggered a pressure peak causing patient desaturation. There was no report of patient injury.

Manufacturer narrative:
The customer biomed troubleshot the issue with ge healthcare technical support. The hoses of the patient circuit were replaced. No further information is available.